Manufacturer narrative:
H1. This is a serious injury event.

Event description:
It was reported that surgery was completed in the morning of (B)(6) 2020 then large size renasys soft port kit and 800 ml canister installed was applied to the patient and at the late afternoon, early evening, the equipment began to detect air leakage. The entire external dressing was reinforced. The following morning (B)(6) 2020, the medical team requested the presence of the nurse to check if the problem remained in the dressing or in the equipment. After checking by the nurse, they detected the damaged soft port internally, which prevented the delivery of pressure and suction. The patient started to present altered clinical and physical exams due to the accumulation of exudate in the lesion. The patient was referred to the operating room for further debridement and placement of a new large renasys soft port kit.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further action are required. Probable causes could include a component failure or defective soft port. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.